Manufacturer narrative:
Unit received with broken battery cap, corroded battery tube, and minor scratches on lcd window.

Event description:
It was reported that the customer's insulin pump was physically damaged. The cap was cracked off and the metal was exposed. His blood glucose level was not reported. The product was returned. Nothing further to report.